Manufacturer narrative:
Investigation results: our quality engineer inspected the 7 photos and 1 physical samples submitted for evaluation. The reported issue of leakage was confirmed upon inspection of the samples. Analysis of the sample showed that the tube of the extension is damaged, which can lead to the reported defect. Bd determined that the cause of the failure was likely related to the use of the device and the type of medication or excessive pressure exerted on the device. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
We have received a three-way valve with a relocation pipe with reference 394995 back from a service where a leak has occurred in the pipe. Photos attached of the site of the leak.